Event description:
It was reported that the user severed the guide wire when withdrawing it back through the introducer needle. The introducer needle and wire guide were removed together, and a snare device was employed to remove the severed piece of wire. There were no pt complications.